Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported the customer had an infusion set that stopped working. Customer's spouse thinks the issue is with the reservoir and not with infusion set. Customer's spouse did a manual push and it was stuck, blocked. It has occurred several times and they just have been discarding the reservoirs with the insulin. Customer's blood glucose was 507 mg/dl last night and a month ago it was 500 mg/dl. Troubleshooting for no delivery was performed. No delivery alarm occurred while customer was sleeping. Customer's spouse use the last reservoir in the box and it was also occluded. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.